Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was unable to pierce the syringe needle through the cartridge septum to fill it. No reported adverse impact to the customer's blood glucose. The customer changed the cartridge and successfully filled it.